Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply transistor required replacement, however, the part was not available. Replacement was referred to the customer. No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 2600 system would not fluoro, however, film shots were good. No pt injury was reported.